Event description:
A customer reported an issue related to the incorrect time settings on their device. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in levels outside of normal range. The customer received assistance from technical support to update the pump time and was advised to monitor the device.